Event description:
The rv lead was explanted due to unstable sensing. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection a bent fixation helix was found. The deformation probably resulted from the surgery due to mechanical stress. Furthermore, cuts into the insulation were found 22 cm distal to the is-1 connector pin, blood penetrated the lead in this region. Resistance testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.